Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and replicated. During power-on test, the error "m-02" was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of error m-02 is attributed to a module timeout error caused by an electrical component failure within the iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) called on behalf of the customer to report an error m-02 on the vio integrated electrosurgical generator unit (iesu). The caller indicated that the customer was unable to activate monopolar energy. As a workaround, the customer was proceeding the procedure using only bipolar energy. Attempting to restart the iesu did not resolve the problem. The procedure was completing as planned with no report of patient injury.